Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise and high pacing impedances on a non-boston scientific defibrillation lead. As a result of the noise inhibition was noted, however the patient did have an escape rhythm in the 40 beats per minute range. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that the lead was surgically abandoned. The device was explanted. A return request was made for this device. Should additional information become available this event will be updated. Investigation is complete to date.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.